Event description:
It was reported that continuous glucose monitor displayed error message during sensor use. There was no reported adverse impact to the customer. Customer contacted support, received instructions for complete pump reset, successfully performed reset with support, confirmed error did not return, and then successfully started new sensor session.